Manufacturer narrative:
Method: visual analysis and functional testing were performed. Results: an incomplete lead was returned to the manufacturer for analysis. The lead was cut approximately 3-4 cm from the paddle. Due to the condition of the returned lead, no functional testing could be performed. Conclusion: no conclusion can be drawn. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer reports: 1627487-201-02708.